Event description:
During the set up of a temporary di diverter for the ro loop, the filter cart was put in at the wrong stage of the system. The purpose of the filter cart is to catch any particles that get past the carbon tanks or mixed bed tanks in the event of failure. During this correction, patient treatment was delayed 5 minutes.

Manufacturer narrative:
The case states that the filter cart was put in in the wrong stage of the ro system that caused concerns that lead to dialysis treatment shut down. This event was likely attributed to user error and there was no indication that the ro system did not perform to specification. The original location of the filter cart did not result in any harm to patients and was corrected allowing dialysis treatment to continue. Total delay of patient treatment was 5 minutes. There is no indication of patient harm or injury, this complaint is being conservatively reported to treatment delay. This potential complaint will continue to be monitored within mar cor purification complaint system.